Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported an incomplete corneal flap of the left eye. A vertical gas breakthrough was noted due to a thin flap (90 and 100mkm) and excess fluid between the cornea and laser interface. The flap was lifted and ablation performed. The patient is noted as doing satisfactory postoperatively. Additional information requested.

Manufacturer narrative:
Additional information provided. The selected flap parameter for flap thickness are out of the recommended cut settings for treatments. No technical root cause was identified as the product was found to be within specifications. The most possible root cause may be a small vertical gas breakthrough caused by a combination of fluid layer and low flap thickness setting. The manufacturer internal reference number is: (B)(4).